Manufacturer narrative:
No definitive root cause was determined. The centrifuge was returned to ocd for evaluation. The customer's complaint was not confirmed. The issue was resolved by product replacement. This customer has not logged any complaints against this unit since this incident.

Event description:
The customer reported that the mts 24 place centrifuge speed and timer were out of specs. The user detected the issue preventing erroneous results from being reported. Incorrect centrifugation speed or time during testing, if undetected, may lead erroneous test results.